Manufacturer narrative:
Additional information: g3, g6, h2, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Several days following cath lab prcoedure, the sideport detached. The introducer was placed on (B)(6) 2025. On (B)(6) the nurse found that the side port detached and bleeding coming from the detached sideport. The introducer was removed from the patient.